Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to out of range impedances, with subsequent increase in device outputs after the lss. Additionally, there were inappropriate atrial tachy response (atr) events due to ra noise. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).